Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic, the patient underwent revision sugery in 2016 (specific date not reported) in order to excise excess skin at the implant site.